Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge came out of a minicap. This was found before use. There was no patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed. The reported condition was verified. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.